Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion under the svc shock coil was noted at 21.0-21.5cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 6.5-7.0cm from the distal tip. The rv conductor etfe coating was abraded at these locations. This is consistent with the observation from the field of low hv lead impedance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was admitted for pneumonia received a patient notification for low, out of range hv lead impedance. Programming changes were made. Lead remains implanted and patient will continue to be monitored.